Event description:
As reported by hospital entering the system when utilizing the advantage inflation device/y-adapter kit. The customer was not able to remove the air from the system. There was no air injection into a patient or patient injury. The product is being returned for evaluation.